Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on approximately (B)(6) 2020 due to "extensive" peritonitis caused by an infected pd catheter (not a fresenius product). The patient's pd catheter was removed (date not provided), and the patient transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional information (e.g., discharge summary) have thus far proven unsuccessful. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).